Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: rupture. Patient year of birth: (B)(6).

Event description:
Healthcare professional reported "rupture" and capsular contracture grade ii. This relates to the right device. Device has been explanted.